Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the air hose had pulled away from the air tube, causing an air leak ¿ failed air pump assessment. During service/repair, it was determined that the device failed for temperature assessment. It was determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the motor device was not working. During in-house engineering evaluation, it was determined that the device failed for temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.